Manufacturer narrative:
(B)(4). Device not rec'd, log review only. The data set has been rec'd. Although requested, the event logs have not been rec'd. A f/u report will be submitted with failure investigation results once the eval has been completed.

Event description:
Rn manager requested an event log review to determine programming and settings on (B)(6) 2013. Bedside rn cleared pca totals at 1100. Pump had given pca and basal rates between 0700 and 1100. Rn checked history at 1500, no record of boluses given, only basal rates continuous rate. Pt had requested boluses 14 times during time period, none given. Customer requests log review to determine why boluses not given between 100 to 1500. Md ordered dilaudid in a 50ml syringe, basal continuous rate 0.2mg/hr; pca bolus 0.2mg every 6 mins prn, max rate 2.2mg hourly. Rn was in room when bolus pressed. Rn states "pt pressed button 14 times in 1 hr, should have gotten something." Bedside rn 90% sure she pressed start after clearing totals at 1100. Customer has been using alaris system devices for approx 1 month. There was no report of pt harm or medical intervention. No further pt or event info was provided.